Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a cable melted. Based on the results of the investigation, the most probable cause of the cable melted, and the initially reported malfunction was due to an incorrect reprocessing, traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: - IFU (page 5 ¿ reprocessing before the first use/reprocessing and storage after use): "reprocess it according to the instructions given in the camera head¿s companion ¿reprocessing manual¿ with your camera head model listed on the cover." - reprocessing manual (page 15, section 3.7 & page 38, section 6.5): "do not steam sterilize the camera head. The camera head is damaged." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device ran it through the steam sterilizer by accident. The issue was found during a reprocessing. There was no patient involvement.